Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that usb port of the pump appeared to be damaged. It was also reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose was 205 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.